Event description:
It was reported by the customer that cs100 intra aortic balloon pump(iabp) had autofill failure and maintenance required code showed up #3 during operation. There was no patient harm or injury reported.

Manufacturer narrative:
Additional information- e1(initial reporter)- (B)(6). Updated fields:b4,b5,e1(event site mail),e3,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that to resolve the issue they performed shuttle calibration. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by the customer that cs100 intra aortic balloon pump(iabp) had autofill failure and maintenance required code showed up during operation. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.